Event description:
It was reported that the target lesion was located in a vein graft with heavy calcification. Pre-dilatation was performed with a 3.5 x 15 mm non-abbott balloon for one inflation of 8 seconds at 18 atmospheres (atm) and for a second inflation of 6 seconds at 12 atm. After pre-dilatation, the xience prime stent was advanced to the lesion, with a little resistance due to the calcification, and the stent delivery system (sds) balloon was inflated. After pulling the sds catheter back, it was noted that only the sds balloon had been inflated, as the stent had dislodged from the sds balloon and remained on the catheter shaft, proximal from the balloon. Some of the stent struts were noted to be flared. A non-abbott 4.0 x 24 mm stent was used to treat the lesion. There was no reported clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: guide wire: balance middleweight; inflation: encore; guide cath: amplatz li2 6fr; rhv: co pilot; sheath: radialis sheath 6fr. (B)(4): incorrect anatomy, for use in a vein graft. The device was returned for evaluation. The stent dislodgement and stent damage were confirmed. The resistance during advancement could not be replicated in a testing environment, as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It was reported that the lesion was in a vein graft. It should be noted that the instructions for use (IFU) states: the xience prime everolimus eluting coronary stent systems are indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. It is unknown if this contributed to the reported difficulties. Further, the IFU also states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. In this case, the advancement as resistance was met likely contributed to the reported stent dislodgement.